Event description:
Product analysis was completed for the generator and lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Analysis of the lead identified a break in the positive coil. Scanning electron microscopy images of the positive coil at the first break show that pitting or electro-etching conditions have occurred at the break and in the vicinity of the break location. However, due to metal dissolution and (mechanical distortion (smoothed surfaces), the fracture mechanism cannot be determined. Inspection of the second break (past the electrode bifurcation) identified in the positive coil shows that a stress-induced fracture (due to rotational forces) has occurred on the coil. Secondary fractures were identified at the broken ends of the positive coil. Although, not conclusive, it is believed that this second break is the result of the explant procedure. The overall appearance of the lead is consistent with patient manipulation of the implanted device, a "twiddler". Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once.

Event description:
Additional information was received from the physician which revealed the high impedance was first observed on (B)(6) 2012 on both normal mode and system diagnostics. Diagnostics were within normal limits on the previous visit on (B)(6) 2012. The patient's device was not turned off. Patient manipulation/trauma is believed to have caused or contributed to the high impedance. No additional information was provided. The company representative was informed by the physician's office that the patient's family has elected to remove the vns system as they did not see any benefit and the lead is twisted from the patient "twiddling" the device. Although surgery is likely, it has not occurred to date. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the vns patient presented to an office visit with high impedance, so the patient was sent for revision consult. An undated a/p image of the neck chest was in the form of a computer image. The generator was able to be visualized in the left chest. It was unable to be assessed whether the lead pin was past the second connector block, but the lead wires did appear to be intact at the connector pin. The filter feed-through wires appear intact. No portions of the lead appear to be positioned behind the generator. The electrode placement appeared to be normal. Although the quality of the x-rays are poor and there is no lateral view of the neck, the lead in the chest area superior to the generator appears to be significantly kinked and twisted. There does not appear to be a lead discontinuity in the portion of the lead body after the electrodes that can be visualized, however a microfacture or unpronounced lead discontinuity cannot be ruled out due to the poor quality of the x-ray image provided. Based on the x-ray images provided, the cause of the reported high impedance appears to be likely related to the kinked and twisted portion of the lead in the chest area which may have resulted in an unpronounced lead fracture. A micro-fracture cannot be ruled out. Attempts for additional information from the treating physician's office have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Evaluation, the initial report inadvertently did not include the evaluation codes for the x-ray review. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized but there was a kinked and twisted portion of the lead in the chest area which may have resulted in an unpronounced lead fracture.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. The overall appearance of the lead, as identified in the product analysis lab, is consistent with patient manipulation of the implanted device, a "twiddler".

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the date incorrectly, as the additional information received indicates the date was (B)(6) 2012.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(6) 2012 that the patient had generator and lead explant surgery on (B)(6) 2012 due to lack of efficacy and "lead break." A replacement system was not implanted. The explanted products were received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date. The return product form confirmed the date of explant and indicated the reason was due to lack of efficacy.